Event description:
Customer states she is having problems with creatinine on this analyzer. She states she is getting pt recovery that is one-third to three-quarters of the normal values. She has had to correct pt results and the reason they initially repeated samples was due to differences when compared to previous results. She states 7-8 pts involved and were reported. Customer provided 6 pt results, 2 were found to be discrepant: patient 1, original result 1.0 mg per dl, repeat 2.3 mg per dl. Patient 2, original result 0.3 mg per dl, repeat 1.0 mg per dl. If additional info is received, appropriate notification will be provided.